Event description:
It was reported that the ilet touchscreen was found cracked, rendering the screen unusable and preventing device unlock, though the device had been synced prior to shutdown and blood glucose remained unaffected. Symptoms included no injury. Outcomes included no clinical impact. Investigation included device return for evaluation. Investigation of this case revealed physical damage to the touchscreen. It was concluded that the event was related to a damaged device component resulting in loss of display function and user interface.